Event description:
It was reported to philips that the system's footswitch was delayed, which can impact imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a diagnosis procedure. The procedure was completed as the delay was approximately 1 second. It was reported to philips that the system is sometimes exposed with delays. Review of the log files shows that there are delays between 2-3 seconds after x-ray is made. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found an issue was with the handswitch and footswitch connected to the table, sharing a common point at fdcsib (flat detector controller system interface board)and identified the issue to be caused due to relay in fdcsib (flat detector controller system interface board). To resolve the issue, the fse replaced the fdcsib. The defective part was sent for analysis, for ippc, no malfunction was observed. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned on the same system with minimal delay of about 1 second as the reported error did not have any impact on the procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.